Event description:
It was reported the patient was unable to charge their device due to charger issues. Troubleshooting was unable to resolve the issue. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.